Event description:
It was reported that iag bc pro global pnk 20ga x 1.16in had foreign matter. The following information was provided by the initial reporter: foreign matter on the needle.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-11. H6: investigation summary: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one opened unit and one photo. The visual inspection of the sample and photo found that there was fibrous foreign material on the catheter tip. The reported issue was confirmed. Spectral analysis was performed to identify the foreign material. The ftir analysis results indicated that the foreign material was likely made up of cardboard and silicon. Silicon is used to lubricate the catheter tip and was likely a result of the cardboard being stuck to the catheter tubing. Cardboard is used in the packaging boxes (dispenser and shipper boxes); therefore, this small particulate may have been introduced through the assembly and packaging environment as all cardboard is kept separate from the assembly areas. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that iag bc pro global pnk 20ga x 1.16in had foreign matter. The following information was provided by the initial reporter: foreign matter on the needle.